Event description:
On (B)(6) 2018, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultra2 meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that on (B)(6) 2018 at 09:00am the patient obtained results of ¿190 and 238 mg/dl¿ on the subject meter, which she felt were inaccurately high. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with oral medication, diet and exercise and the reporter denied that the patient made any changes to his usual diabetes management routine in response to the alleged issue. The reporter stated that at 09:30am on (B)(6) 2018, after the issue occurred, the patient developed a symptom of ¿dopey¿ however denied that the patient received any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. The patient¿s products were replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.